Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause ot the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that a patient underwent a falope ring procedure on (B)(6) 2013. Within an unspecified number of days post procedure, the patient was readmitted with a post-operative infection. The patient underwent a bilateral salpingo-oophorectomy, a total abdominal hysterectomy, an appendectomy, and a partial small-bowel resection. The patient still suffers significant consequences from all the pelvic and abdominal surgeries. Olympus made multiple attempts to obtain additional information regarding the reported event but was unsuccessful.